Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance testing. The sensor passed per specification. Performed bicarbonate buffer test and the sensor passed with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer indicated via phone call that a new sensor was inserted and is getting sensor discrepancies. Customer indicated that a calibration error may have occurred. She indicated that sensor glucose was 52 mg/dl but that blood glucose was 159 mg/dl. Customer was treating based on sensor readings. Troubleshooting advised on how to use sensors and that additional sensors would be provided. Customer was advised to monitor pump and sensor and call back if issues persist.